Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage during pretest inflation is unconfirmed, as the event could not be reproduced. The device returned was one 20 fr tri-funnel replacement gastrostomy tube, with 20 cc inflation capacity. Visual observation found no damage to the device and that the printing on the device did not appear to be worn. The balloon was not wrinkled. Functional testing found that when inflated with 20cc of water, no leaks in the balloon or elsewhere were discovered. The balloon was deflated, the cuff was moved, and the balloon was reinflated again with 20 cc of water, and no leaks were discovered. Microscopic observation found no notable damage to the halkey-roberts valve of the inflation lumen. The complaint is unconfirmed as the problem could not be reproduced. However, it is possible that a bad syringe connection or similar event resulted in a leak at the inflation lumen valve. A lot history review (lhr) of ngay4816 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the doctor had found water leakage when infusing water into the cuff during a pretest. The device was not used for the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngay4816 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the doctor had found water leakage when infusing water into the cuff during a pretest. The device was not used for the patient.